Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer started feeling hot and sick. Customer went home and checked blood glucose level, the reading was 400 mg/dl. Customer stated that she change the set and treated. The blood glucose reading kept rising. Customer started vomiting. Customer was taken to hospital. The blood glucose reading was over 600 mg/dl. Nothing further reported.